Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, although the pump contracted normally, this implantable penile prosthesis would not inflate. It was noted that the pump was not filling with liquid and also that the issue was resolved with the same device. The device was later explanted and no patient complications were reported.